Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. However, a full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.

Event description:
Same case as MFR report #: 6000089-2007-01165. . It was reported that 639 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a myocardial infarction (mi). The index procedure identified and treated two target lesions. Target lesion one was a de novo, 3.75x12mm, mildly calcified, 90% stenosed lesion of a svg (saphenous vein graft) to proximal lad (left anterior descending). Target lesion one was treated with direct stenting using a 3.0x28mm taxus express2 drug eluting stent. Target lesion two was a restenotic, 3.75x15mm, mildly calcified, 80% stenosed lesion of a svg to om1 (1st obtuse marginal). Target lesion two was treated with predilation and placement of a 3.0x32mm taxus express2 drug eluting stent overlapping a previously placed bare metal stent. The pt was discharged six days later on asa and plavix. The pt experienced a non-q wave mi 639 days following the index procedure. Treatment consisted of a change in medications and five days in the ICU. The event was reported as resolved 11 days following the mi. The investigator stated the device relationship is unk.